Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on and had blank display. The customer's blood glucose level was 113 mg/dl. The customer was also reported that the insulin pump received multiple pump error alarm. It was also reported that the insulin pump had crack from esc button to reservoir compartment, on the plastic. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm unexpected restart error test, watchdog timeout alarm and unable to perform any tests due to blank display. Device received with cracked reservoir tube and cracked reservoir tube window noted.